Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# (B)(4), product type: catheter.

Event description:
The catheter lot number was further provided. The catheter tip distal th4 was also reported. The issue was identified in the operating room and through clinical state. Reportedly, there was no spinal segment left, but some proximal. The patient was now "ok". Additional information was requested to clarify the reported catheter location and segment comments. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
The serial number of the catheter had been captured in a previous report, model now included. Product ID 8731sc, lot# 0208557932; product type catheter.

Event description:
It was reported that the patient had felt an increase in spasticity, spasticity in his legs, itching and sweating four to five months ago and a blockage in the catheter was found. The catheter was either revised or replaced. The patient status was unknown. This device system delivered lioresal. Additional information was requested to clarify event details, symptoms, resolution and the patient¿s status post the catheter intervention. Should additional information be received a supplemental report will be filed.